Event description:
Reporter alleged obtaining a discrepant blood glucose result of crlo (set to below 40 mg/dl through software) on a patient using inform system 1 compared back to back with a result of 113 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550538, expiration date 06/30/2009). Reference medwatch report for the suspect device used in system 1.